Event description:
On 12/27/10 it was reported hcp in past have seen noise on ra and shock channel. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)